Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to helix would not retract. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported. This rv lead was returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm the helix difficulty observation with the lead based on the observation of a deformed (bent) helix. Hence, helix mechanism could not be tested - due to the observation of a deformed helix (stretched-out). Furthermore, helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads. Additionally, the lead passed the electrical continuity test indicating conductors are intact and stylet insertion test indicating no blockage in the lumen. This supplemental correction report was created to capture the additional information received which indicates that evidence suggests a malfunction as this was not an expected product behavior. However, this issue poses no risk to the patient as it occurred in a controlled environment. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that evidence suggests a malfunction as this was not an expected product behavior. However, this issue poses no risk to the patient as it occurred in a controlled environment. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR = no report.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to helix would not retract. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.